Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
A piece of the tampon break off [device breakage]. Case narrative: consumer reported via e-mail that the tampons break off . No injury reported.